Manufacturer narrative:
Upon visual inspection, found this bopt5485 implant looked well used and was internally and externally damaged. Cause undetermined. Likely cause is general mishandling due to improper placement and removal of iipdts (not returned). The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition.

Event description:
During implantation procedure in tooth location #30, the clinician indicated the implant driver (iipdts) got stuck in the implant hex and could not be removed necessitating removal of implant. The clinician reported that there was no serious patient injury, no deterioration in patient¿s health and no contributing conditions reported.